Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diabetic ketoacidosis, treated with hospitalization: overnight stay, and had hyperglycemia. The referenced legal matter (device hold) was received by medtronic. The customer received the possible under-delivery anomaly and observed the retainer ring damage. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) unomedical, mmt-332a, and mmt-1780kpk. The customer reported high blood glucose. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the smartguard auto mode of the insulin pump was used. No further patient complications were reported. No further patient complications were reported. No product return was required for unomedical. No product return was required for mmt-332a. No product return was required for mmt-1780kpk. Frn-mmt-332a-rsvr, unomed inf set.